Event description:
It was reported that a spectrum iq pump underinfused (17.5ml / 20ml). This occurred during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume delivery test (under infused)" was not reproduced. The device was tested for flow accuracy and found to deliver as intended. An event date was not provided however the last days of customer use show 2 infusions programmed using recommended parameters for flow accuracy testing per the spectrum iq installation and maintenance manual. The infusions ran without interruption and there were no abnormalities observed in the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.